Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported there was rv lead noise. The patient had an inappropriate shock due to oversensing on the ventricular channel. The lead was extracted and replaced. The patient was fine.

Manufacturer narrative:
A partial lead measuring 49.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.